Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a diagnostic procedure, the colonovideoscope exhibited error code e315. The procedure was completed after replacing it with another device. There were no reports of patient harm or impact associated with this event.

Event description:
It was reported that the colonovideoscope experienced multiple scope communication errors (e243, e238, e226, e315, e216, and e396) the issue occurred during a diagnostic procedure. The procedure was completed after replacing it with another device. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e2, e3 and g2 (unmark company representative and check mark foreign) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following events occurred due to traces of water invasion observed on the scope connector: event 1: e243, event 2:e238, event 3:e226, event 4:e315 (incompatible scope), event 5:e216 (scope communication error code) , event 6:e396. The moisture adhered to the printed circuit board of the scope connector due to water invasion, causing the suggested event. As for the cause of the water invasion of the scope connector, since there is no water leak (air leak) in the scope connector itself, it is possible that water may have entered through the venting connector used for leak test (equipped with a check valve that automatically releases air when internal pressure rises) due to one of the following factors: the product was submerged in liquid with the eog cap or water leak test air tube attached to the venting connector. Foreign material, such as pieces of cleaning devices caught in the check valve of the venting connector. When installing the water leak test air tube was attached with water droplets in the venting connector of the water leak test air tube or gap of the venting connector the check valve was hit directly by high-pressure running water, or the check valve was strongly rubbed with a brush or the like in the liquid. The leak detection tube has broken down over time (packing wear, etc.) The instruction manual states the inspection method associated with the events in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.